Manufacturer narrative:
At the affected site the hand grip was fastened to the lowest position to avoid described incidents. Internal ID # (B)(4).

Event description:
Siemens was informed that the hand grip on the multitom rax unit fell on the operator's head. It is assumed that the hand grip on the ortho stand was not attached tightly enough and, once the patient applied too much weight on the grip, it slid down causing the incident. The label on the hand grip states that no more than 30kg should be applied. The hand grip cannot fall off completely as it can slide up and down in the rail to the end point. In the reported case the user's head was in the way of the hand grip when it was sliding down. X-ray images of the user's head were taken at the facility. The user received a bump on the head. It was communicated that there was no permanent effect of the injury and no other injuries were reported to siemens. The reported event occurred in (B)(6).